Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (bmt) reported a hemodialysis (hd) machine temperature would shoot up during dialysis treatment. There was no reported harm to the patient and it was believed the patient was moved to another machine to complete hd treatment. The bmt stated they replaced all the negative temperature coefficient (ntc) 2, 3 and 44 and saw a burnt part on the power logic board and replaced it too. They replaced the power supply assembly and swapped the boards inside the card cage one at a time (sensor, functional & act-test). The bmt also tried to calibrate temperature and reported the hd machine would not calibrate (lower temp). The bmt did notice the conductivity spiked up to 17ms/cm after the machine warmed up and a high flow error occurred. The bmt said no flow error occurred during the rinse cycle and wanted to get some part numbers. The technical support representative advised for the bmt to verify if the power logic board was still good and to swap or verify also power logic board cable, main 24v cable and also recommended to perform a manual balancing chamber valve leak tests and testing for a leaking balancing chamber diaphragm/membranes, possible balancing chamber membranes or sticking balancing chamber valve issues. The bmt was advised to swap parts accordingly and was provided part numbers. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported a hemodialysis (hd) machine temperature would shoot up during dialysis treatment. There was no reported harm to the patient and it was believed the patient was moved to another machine to complete hd treatment. The bmt stated they replaced all the negative temperature coefficient (ntc) 2, 3 and 44 and saw a burnt part on the power logic board and replaced it too. They replaced the power supply assembly and swapped the boards inside the card cage one at a time (sensor, functional & act-test). The bmt also tried to calibrate temperature and reported the hd machine would not calibrate (lower temp). The bmt did notice the conductivity spiked up to 17ms/cm after the machine warmed up and a high flow error occurred. The bmt said no flow error occurred during the rinse cycle and wanted to get some part numbers. The technical support representative advised for the bmt to verify if the power logic board was still good and to swap or verify also power logic board cable, main 24v cable and also recommended to perform a manual balancing chamber valve leak tests and testing for a leaking balancing chamber diaphragm/membranes, possible balancing chamber membranes or sticking balancing chamber valve issues. The bmt was advised to swap parts accordingly and was provided part numbers. Additional information was requested but was not received to date.